Event description:
It was reported that during an angioplasty/stent procedure of vena cave, the dynalink stent delivery system was placed in the stenosis. While attempting to release it, the stent shifted forward. The stent went up into the pulmonary veina and an attempt was made to retrieve the stent, but was unsuccessful. A balloon catheter was used to assure that the stent was deployed in the pulmonary veina. Reportedly, the pt is doing fine.